Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that data analysis was performed, and technical services (ts) confirmed the shock impedance has been gradually increasing, reaching out of range values up to 170 ohms. Recommendations were discussed, including possible defibrillation threshold testing and lead replacement, but this would be a clinical decision. At this time, there is no evidence to suggest a medical or surgical intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the facility will make the decision to replace the lead or manage the case without lead revision. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information received indicates this lead also exhibited high pacing threshold measurements. The lead was ultimately replaced, but extraction was unsuccessful due to calcification. Evidence suggests the lead was capped and abandoned in the patient. No additional adverse patient effects were reported. Additional information was received indicating that during the lead replacement procedure, the old lead broke off, and the coil and helix remain in the patient due to the reported calcification. Therefore, the lead was abandoned, and the physician was unable to cap it. No further information is available. No additional adverse patient effects were reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that data analysis was performed, and technical services (ts) confirmed the shock impedance has been gradually increasing, reaching out of range values up to 170 ohms. Recommendations were discussed, including possible defibrillation threshold testing and lead replacement, but this would be a clinical decision. At this time, there is no evidence to suggest a medical or surgical intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the facility will make the decision to replace the lead or manage the case without lead revision. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information received indicates this lead also exhibited high pacing threshold measurements. The lead was ultimately replaced, but extraction was unsuccessful due to calcification. Evidence suggests the lead was capped and abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that data analysis was performed, and technical services (ts) confirmed the shock impedance has been gradually increasing, reaching out of range values up to 170 ohms. Recommendations were discussed, including possible defibrillation threshold testing and lead replacement, but this would be a clinical decision. At this time, there is no evidence to suggest a medical or surgical intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the facility will make the decision to replace the lead or manage the case without lead revision. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information received indicates this lead also exhibited high pacing threshold measurements. The lead was ultimately replaced, but extraction was unsuccessful due to calcification. Evidence suggests the lead was capped and abandoned in the patient. No additional adverse patient effects were reported. Additional information was received indicating that during the lead replacement procedure, the old lead broke off, and the coil and helix remain in the patient due to the reported calcification. Therefore, the lead was abandoned, and the physician was unable to cap it. No further information is available. No additional adverse patient effects were reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that data analysis was performed, and technical services (ts) confirmed the shock impedance has been gradually increasing, reaching out of range values up to 170 ohms. Recommendations were discussed, including possible defibrillation threshold testing and lead replacement, but this would be a clinical decision. At this time, there is no evidence to suggest a medical or surgical intervention has been performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.